Manufacturer narrative:
B3: the event occurred on an unreported date in (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to "an increase in white blood cells". It was not reported if the patient was hospitalized for the event. On an unspecified date, the patient was treated with cephalosporin (intraperitoneal) for the event. Pd therapy was ongoing. At the time of this report, the patient outcome was not reported. The reporter declined to provide additional information.